Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a dreamstation bipap autosv. The device was returned to a third party service center. During visual inspection of the device, foam particles were observed within the device. An error code was present (error code:200). The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.